Event description:
A hosp reported to a fisher & paykel healthcare representative that the single-use adjustable t-piece came off the outlet port of an neopuff infant resuscitator during a resuscitation. No pt consequence was reported.

Manufacturer narrative:
In order to assist with the determination of a possible root cause of this incident, fisher & paykel healthcare ('fph') requested for the return of the 900rd010 single-use adjustable t-piece ('the connector') as well as close-up photographs of the outlet port of the rd100 neopuff infant resuscitator ('the neopuff') where the t-piece connector would have been connected. Despite a number of follow-up requests for the return of the complaint device and additional detail, fph has not been able to secure the return of either device or photographs. Our analysis is accordingly based on initial details provided by the hosp from which the event description has been formulated. Results: according to info provided by the hosp, the single-use adjustable t-piece resuscitation kit was used in conjunction with the rd1000 neopuff during a resuscitation when the t-piece tubing connector came off the outlet port. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the neopuff infant resuscitator is a reusable device which is compatible for use with both single-use and reusable connectors and breathing circuits. Without the subject connector or photographs of the equipment set-up, fph is unable to verify the root cause of the incident as reported. The neopuff unit has been in use by hosp for many years. It is currently still in use with no reports of further incidents. It is possible that the connector may have inadvertently dislodged from the neopuff outlet port during therapy if not firmly inserted during initial equipment set-up. The operating manual specifies the following statement in the form of a warning: "the rd1000 should not be used without going through the set-up procedures to ensure that the correct pressure is delivered to the pt" should the connector loosen or become dislodged from the neopuff outlet port during application, the corresponding drop in pressure as displayed on the neopuff will alert attending medical staff to immediately check for loose connections to ensure uninterrupted delivery of ventilatory gases to the pt. The hosp advised that no pt consequence resulted from this incident. Immediately following receipt of this complaint, fph representative made several attempts to contact the hosp in order to clarify the circumstances surrounding the event but did not receive a response. We do not expect to receive further info in respect of this incident. Further investigation cannot be carried out without the complaint device. To date, fph has not received any reports of similar incidents involving the subject devices. This is the only complaint that we have received for this type of event.